Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Conconmitant products that used in this study: lasso. Other companies devices that used in this study: ensite navx, inquiry tm manufacturer's ref. No: pc-000027946.

Event description:
This complaint is from a literature source. It was reported that 246 patients with atrial fibrillation disease underwent radiofrequency catheter ablation dexmedetomidine-based continuous deep sedation. Among them, 5 patients developed a phrenic nerve injury; the symptom of dyspnea improved within 6 months in all patients. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿airway support using a pediatric intubation tube in adult patients with atrial fibrillation: a simple and unique method to prevent heart movement during catheter abalation under continous deep sedation. The purpose of this study was to prevent heart movement during catheter abalation under continous deep sedation. Rf energy was delivered with a non-irrigated 8-mm-tip ablation catheter (japanlifeline) or an irrigated 4-mm-tip ablation catheter (coolpathduo, st.jude medical or ez steer thermocool nav). It is unknown which devices the patients who suffered complications have used. Bwi takes conservative approach to report all the events occurred under ez steer thermocool nav, however catalog and lot number is unknown.